Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) ECG waveform is not detecting. There was no harm on site reported.

Event description:
N/a.

Manufacturer narrative:
Additional fields: e1(event site state: (B)(6), event site postal code: (B)(6). It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) ECG not detecting. There was no patient involvement and no patient harm reported. A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. He ststes that customer complained that ECG waveform is not coming. Observed and found same. Checked machine with working ECG cable, checked continuity of port to front end pcb but continuity is ok front end pcb looks defective and it need to be replaced. Also observed that fill port of is broken so it need to be replaced too. Replaced declared parts (front end pcb 0670-00-0668) and (fill port 0103-00-0398-01). Performed all functional test successfully and handed to the customer in working condition.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) ECG waveform is not detecting. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (impact code). Updated data: b4, g3, e1 (email), g6, h2, h10, h11.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a